Event description:
It was reported that the pt presented for a follow-up to a catheterization procedure during which an angio-seal device had been deployed. The pt complained of right lower quadrant pain and swelling as well as intermittent coldness, heaviness, tingling and numbness in leg. A pre-placement angiogram was performed prior to deployment. The physician performed a CT scan to rule out a retroperitoneal bleed. A duplex ultrasound was also performed at that time which revealed that flow and pulses looked good. The physician questioned whether the pt was experiencing an allergic reaction or an infection. The physician prescribed a wide spectrum of antibiotics and treated the pt with steroids prophylactically. The pt was scheduled for a surgical consult on 2/2001. The site looked good and there was no sign of infection. As of 2/2001, the consult had not occurred, however the pt was admitted to hosp due to continuation of symptoms. A duplex ultrasound confirmed that flow is still good and there is no change in the white cell count.